Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed and passed all tests performed. With all the available information, boston scientific concludes that the reported event of frequent ipg charging and loss of stimulation was not confirmed. The device exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing frequent ipg charging as well as loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing frequent ipg charging as well as loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.